Event description:
It was reported that a patient had mild z-syndrome and vertical posterior capsule (pc) striae approximately 1 month post lens implant. A yag was performed ((B)(6) 2014) and patient's visual acuity reportedly became worse. The doctor is evaluating treatment options. This report refers to the patient's left eye. In the surgeon's opinion, the likely cause was possibly not all haptics in bag and yag made it worse.

Manufacturer narrative:
The lens remains implanted; therefore, it can not be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.